Event description:
It was reported that upon interrogation of a patient the programming system showed the serial number for the previously interrogated device. It was reported that a hard reset was performed and the flash card was removed and reinserted, but did not resolve the event. It was then reported that the inactivity timeout for the interrogated data was modified and interrogation of the second generator was completed successfully. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.